Event description:
The initial reporter stated there was an issue with software version (B)(4) of the cobas 8000 core unit. The customer alleged that the cobas 8000 system could not process qc at approximately 10:00 a.m. No patient samples were run after noticing this issue.

Manufacturer narrative:
A change in menu settings may occur and is triggered by a database error (timeout) in the sql server database, which is a part of the windows operating system. The described software issue may initialize the system setting information database and, consequently, change relevant system settings (e.g., clot detection could be turned off on cobas c modules, and foam detection could be turned off on cobas e 801 modules). A customer communication was provided to customers with instructions on how to detect the issue and the steps to take should the issue occur.